Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #: unknown. Additional information received: persistent fistula at 5 months post-op despite multiple surgical, radiological and endoscopic drainage. Therefore gastric resection and oeso-jejunal anastomosis at 5 months. Current unconsolidated state attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Where was the leak? What is the current patient status? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that there was a fistula after using ecr60d reloads.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any difficult with device intraoperatively? Please provide more details regarding multi surgical and radiology surgical procedures? Is the surgeon alleging post-operative issue are associated with a device deficiency or patient tissue factors? What is the timeline of events? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).date sent: 2/7/2023. Additional information was requested, and the following was obtained: was there any difficult with device intraoperatively? The issue occurred after the intervention. The intervention was processed normally.